Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms while on battery power. The alarms persisted, so the patient switched to the mobile power unit (mpu). The alarms were not resolved by switching to the mpu so the patient's family member performed a controller exchange. No other alarms occurred. The patient remained stable and was at home doing well. During investigation of the system controller, the data recorded on (B)(6) 2021 at 9:37 pm revealed that the system was powered by a mpu and the mpu briefly lost power. The mpu does not have a v-lock cable. It was not known if the power cord came loose from the connection with the mpu or from the wall outlet. There was no loss of power to the house at the time of the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the event log file retrieved from the returned system controller, serial number (B)(6), revealed a no external power event captured on (B)(6) at 9:37 pm where the mpu briefly lost power. The pump support was not affected and the system was powered by the backup battery. A specific root cause for the event was not able to be determined. The mobile power unit serial number (B)(6) was not returned for evaluation. Per the additional information, no further alarms have been reported. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev c, under section ¿alarms and troubleshooting¿ explains all alarms, including ¿no externa power¿ alarm and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.